Manufacturer narrative:
Evaluation summary: a device history review (DHR) revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. Two photos were provided by the customer. Visual evaluation of these photos was performed; in the first image it was appreciated that the suture wing was separated from the catheter and it was attached with sutures in a part of the patient's body; in this picture cannot see the catheter. In the other picture it was observed one catheter; this device does not have the suture wing and showed signs of use (remains of blood in the catheter). The reported condition has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information, it can be concluded that product was manufactured according to specificat ions and it functioned as intended for the reported amount of time; therefore it can be concluded that the suture wing was more likely damaged during use. The most probable root cause can be considered as misuse: excessive movement or force and cleaning agents. No trends or triggers have been found for this particularly event, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient was undergoing continuous renal replacement therapy (crrt), the catheter was separated from the suture wing and the catheter was dislodged from the femoral vein. It was reported that the wing wasn't damaged and the catheter was removed from the suture wing. The ring of the suture wing was not broken, although the stitches did not hold. It was also reported that there was bleeding due to the issue but the amount of bleeding was not clear. Reinsertion of catheter was done. The customer reported that there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient was undergoing continuous renal replacement therapy (crrt), the catheter was separated from the suture wing and the catheter was dislodged from the femoral vein. Customer reported there was no patient injury.